Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of two (2) unspecified bard/davol sepramesh composite ip (device #1 and device #2). It is alleged that on (B)(6) 2012, and (B)(6) 2017 the patient had unspecified injuries, and underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device #3). As reported, the patient is making a claim for an adverse patient outcome against the three (3) sepramesh composite ip (device #1, device#2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with paraileostomy hernia thereby underwent open repair with implant of two sepramesh ip meshes (device #1 & device #2). Per operative notes, "the hernia sac from the parastomal hernia was then repaired was excised. A sheet of sepramesh ip mesh (device #1) was placed around the ostomy and sutured to anterior abdominal wall. In the mid portion, another sepramesh ip mesh (device #2) was placed." (B)(6) 2012 - patient was diagnosed with recurrent incisional abdominal ventral hernia with exposed mesh thereby underwent open repair with implant of sepramesh ip mesh (device #3) and partial removal of mesh (device #2). Per op notes, "a midline incision was made gradually, the small intestine was freed up from adhesions. In the lower abdomen a portion of the mesh was excised along sinus tract. The lysis of adhesions. The hernia sac from both the right and the left sides was completely excised. The lower abdomen the mesh was reapproximated, large sheet of sepramesh sheet (device #3) was placed." (B)(6) 2017 - patient was diagnosed with extruded, infected, fistulized synthetic mesh at 2 separate sites in anterior abdomen and post incisional hernia thereby underwent removal of meshes (device #1, #2, #3). Per operative notes, "mobilize the small bowel which was firmly adherent to the underside of significant areas of synthetic mesh. In the left upper quadrant there was at least either 2 pieces of separate mesh or mesh that folded over and it was at the area of fold that there had been fistulization. In right lower quadrant, there was 3 cm overlap of mesh past the midline with the majority of mesh being to the folded over that had fistulized. All the meshes were removed from the body and a piece of bio design mesh was placed." Attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, fistulae, infection, mesh migration, mesh shrinkage, other organ perforation, pain, seroma, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #3) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries and additional surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 7 months post implant of sepramesh ip, patient was diagnosed with infection, fistula, hernia recurrence, adhesion, inflammation and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, hernia recurrence, adhesions and inflammation as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Updated fields: a2, b2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), g1, g3, g6, h2, h6, h10. This supplemental emdr represents the sepramesh ip (device #3). Additional supplemental emdr's were submitted to represent the sepramesh ip (device #1 & and device #2).

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip (device #3) may have caused or contributed to the reported event. The attorney alleges that the patient had unspecified injuries and additional surgery; however, no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol sepramesh ip (device #3). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of two (2) unspecified bard/davol sepramesh composite ip (device # 1 and device # 2). It is alleged that on (B)(6) 2012, and (B)(6) 2017 the patient had unspecified injuries, and underwent surgery for implant of an unspecified bard/davol sepramesh composite ip (device # 3). As reported, the patient is making a claim for an adverse patient outcome against the three (3) sepramesh composite ip (device #1,device#2 and device #3). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."